Event description:
It was reported that during implant attempt, there was noise, low impedance less than 200 ohms, and no capture or sensing. The device was not implanted and subsequently tested out of specification during manufacturer's analysis. No patient complication have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary device data via save-to-disk showed noise on both the atrial and ventricular outputs. The device is unable to sustain a pacing output without a programming head placed over it. The condition was localized to a pacing/regulator integrated circuit. Optical inspection found processing defects including abnormal contacts. The abnormal contacts did not cause an electrical failure. However, the anomaly was continuous enough to cause a resistive leakage path, causing the regulated supply to collapse, resulting in the no output condition.